Event description:
It was reported that after the recanalization catheter had been activated for less than five minutes in the anterior tibial artery, the distal tip of the catheter detached. The detached tip was unable to be retrieved. There was no reported pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause for this event could not be identified. It is unk whether pt and/or procedural issues contributed to the event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. After further clinical review of the reported event, it was determined that additional medical intervention was required in an attempt to retrieve the detached tip; therefore, this event will be reported as a serious injury. Multiple follow up attempts were made with the international representative to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative did not have any additional details to provide at this time.